Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient's wife reported the ipg is turning off by itself and increase recharge burden. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced with a different model ipg. Therapy was resumed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient was also experiencing his ipg being warm to the touch.